Manufacturer narrative:
Additional, changed, and/or corrected data: a.3a, g4

Event description:
Sales representative reported today the packaging for the attached was stuck from the inner to outer package. This led to an inability to remove the interior sterile package & ultimately the surgeon decision to not use it. Device was not implanted.

Manufacturer narrative:
Additional, changed, and/or corrected data: g4.

Event description:
Sales representative reported today the packaging for the attached was stuck from the inner to outer package. This led to an inability to remove the interior sterile package & ultimately the surgeon decision to not use it. Device was not implanted.

Event description:
Sales representative reported today the packaging for the attached was stuck from the inner to outer package. This led to an inability to remove the interior sterile package & ultimately the surgeon decision to not use it. Device was not implanted.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: tyvek or thermoform sticking.